Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr (zimmer biomet) which failed. Patient underwent 1st revision where a zimmer biomet revision knee system was utilised - this failed. Patient underwent revision tkr where and attune revision system was utilised - this has failed 5 (dr (B)(6), (B)(6) hospital (B)(6) 2019) . The attune revision was removed and replaced with a temporary spacer on (B)(6) 2021 ( see (B)(4)). Patient has now had this temporary spacer removed (dr (B)(6), (B)(6) hospital (B)(6) 2022) and a competitor silver coated revision system utilised. It is thought that this may be a low grade infection which is not showing any positive bacterial swaps. Doi: (B)(6) 2021; dor: (B)(6) 2022; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.